Manufacturer narrative:
Device evaluation: the product was not retuned for evaluation; however, a photograph was provided. The photo was reviewed. It can be seen that there is a black dot on the lens. The reported event was verified. Based upon the photo no statements can be made on the material or origin of the material. The lens was not in its usual position and appeared to be wet in some areas. The condition of the product as presented in the photo does not suggest the material was introduced during manufacturing. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Initial reporter: a contact name was not provided. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the inner case of the intraocular lens (iol), a black spot was found on the optic. Therefore, the doctor did not use it. There was no patient involvement. No additional information was provided to abbott medical optics.